Event description:
Report ws received from the USA stating there was "vibration" in the device during an ear, nose and throat mastoid surgery. There was no delay in the surgery, surgery continued with the same device. The hospital declined any pt info. There was no injuries or medical intervention reported. No additional info was provided.

Manufacturer narrative:
The device has not been received by anspach. If additional info is received, a supplemental report will be sent. Ref: (B)(4).